Event description:
The lens twisted during the insertion and went upside down into the pt's eye. The lens was removed and replaced. No consequences to the pt.

Manufacturer narrative:
See MDR 1920664-2008-00112 for the intraocular lens used with this delivery device.